Event description:
It was reported that a pt had arrhythmia events and the user expected the monitor to alarm for vtach and asystole. The monitor did alarm for tachy, brady, and hi/low heart rate. No serious injury or death reported. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.

Manufacturer narrative:
The device manufacture date is unk.